Event description:
We were informed on september 11, 2024, about an event regarding a patient with a (B)(6) spinal cord stimulation (scs) system which was replaced with a (B)(6) system for an unknown reason. The surgery was performed by dr. (B)(6) at (B)(6) healthcare. Please note this is not a device manufactured by (B)(6) and no further details were provided. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).